Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 28-aug-2018 with the following findings: during investigation, evidence of moisture was found behind the display lens. The pump powered up with the returned battery cap. The keypad rubber was intact with no peeling or tearing. All keys were responsive. The keypad was removed and no contamination was found under the button contacts. The leak test showed leaks at the display lens. The pump case was removed to find the keypad flex cable fully inserted into the keypad flex connector and connector latched. Evidence of moisture was found throughout the inside of the pump including the keypad flex cable and connector. A keypad tactile issue was not duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a button/keypad (tactile changes with moisture) issue. The reporter alleged the up arrow, down arrow, and ok buttons were under responsive with moisture behind the display. There was no indication that the product caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.